Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured at 9 atmospheres. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured at 9 atmospheres. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the pcb device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 3mm in length and was located in the proximal region of the balloon. From the longitudinal tear a partial circumferential tear was also noted. The investigator was unable to inflate the balloon due to the tear in the balloon. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed noted that approximately 2mm of 2 blades were noted to be lifted. All other blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.